Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, an unspecified bleed was noted, and heparin was held until the bleed diminished. Fresh frozen plasma and packed red blood cells were provided to the patient overnight to manage the complication and the patient remained on support.